Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results compared to readings from a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic, unable to self-treat, and received an insulin injection (dose/type unspecified) administered by a healthcare professional. There was no report of death or permanent impairment associated with this event.